Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 505 mg/dl. A correction bolus via the pump was delivered to address bg. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling.